Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that everything was working well for the patient until last wednesday night. The patient stated she was in bed and all of a sudden she started having an uncomfortable feeling with the stimulation even though she had not made any therapy changes. The caller stated that she decreased stimulation but it did not resolve the issue so she turned the device off so she could sleep. The patient said the next day, she turned the stimulation back on to her original setting, program 3 at 5.4 volt, but did not feel any stimulation so she changed to program 4. The caller mentioned that she increased the stimulation all the way to 8.5 volt on both program 3 and 4 and still felt nothing over the weekend. She then turned the device off and have not turned it back on. The patient stated that the device stopped helping with her symptom control. The patient said she noticed her implanted device would move a little bit and made a bump when these issues started. The patient would had to "push it back in." It was recommended that they follow up with their healthcare professional to discuss the device status and symptoms. No further patient complications are anticipated or expected as a result of this event.